Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_unknown_prog I, product type: programmer, physician. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen 2,000mcg/ml, 820mcg/day, and intrathecal fentanyl 3,000mcg/ml, 1,230mcg/day. The patient had a history of a catheter revision on (B)(6) 2013 (see manufacturer report #3007566237-2016-01748). The patient presented to the clinic on 2013-06-20 with drug withdrawal symptoms. No pump alarms were sounding. The patient was taken to the operating room. The proximal catheter had good cerebrospinal fluid (csf) flow; the distal catheter had very slow flow of medication. The catheter was disconnected from the pump and a bolus was attempted;there was slow medication flow and difficulty with pump communication with the clinician programmer. The pump was then replaced as the hcp was questioning malfunction. The outcome was reported to be recovered without sequela and there was no patient injury.

Manufacturer narrative:
Analysis found no anomalies with the pump.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative on 2016-05-10. The patient had symptoms of increased pain/spasticity, shakiness, itchiness. The pump indication for use was chronic pain spasticity. The patient medical history included chronic pain failed back surgery syndrome (fbss) and dystonia (secondary). The potential cause or factors were unknown as to what led up to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.